Event description:
A reservoir was implanted on 2/24/92. The pump and cylinders were implanted on 9/24/92. The entire device was removed from the pt on 10/21/96, "unable to maintain erection", and replaced. Add'l lot/ser#: ni.